Event description:
Discrepant prothrombin time (pt) results were obtained on two patient samples. The patient results were reported to the physician who questioned the results. The samples were repeated and corrected results were issued. Patient treatment was not altered or prescribed on the basis of the discrepant pt results. There was no report of adverse health consequences as a result of the discrepant results.

Manufacturer narrative:
The cause of the discrepant pt results is unknown. However, there are indications that the discrepant results are related to sample integrity or preanalytical handling issues since the results of re-centrifuged samples were consistent with results of patient redraws. A siemens healthcare diagnostics technical service engineer was dispatched to the site although the account had reported the issue had self-resolved. Also, the account had changed to the use of a different centrifuge. Examination of instrument data and the qc record indicates the instrument was performing within specifications. No further evaluation of the device is required.